Event description:
(B)(6) 2007 I had a device called essure implanted in my fallopian tubes. It is now (B)(6) 2015 and I've had plenty of side effects. I now have spinal stenosis in my lower spine. I have been diagnosed with ptsd, anxiety and depression since I've had this implant. Also, my periods have been a lot different with cramps that double me over. Before essure I was completely healthy with no problems at all.